Event description:
Event description cpi received information that this bipolar endocardial tined lead (0010) was removed from service because of 'noise' due to a fracture. A new cpi lead was implanted.